Event description:
Right rupture. A 34 yr old p2 female status post bilateral subglandular perianlar bilumen (170:8) for augmentation 9/28/79-she had asym postoperative so right was deflated with percutaneous needle type later-complaining of decrease in size with trauma, history of lump on right once which resolved local discomfort. Positive systemic including dysesthesias/fatigue, sleep disturbance, frequent night sweats, headaches, gum pain, neurocognitive problems, hair loss, choking, gi/gu problems etc...otherwise healthy, nonsmoker, family history bilateral mgm with postmenopausal bilateral breast cancer. Mammogram 10/28/94 within normal limits surgery 10/28/94 positive right ruptured with marked bleed moderateyellow, cloudy moderate capsules gel contractures with moderate weight right 170 vs left 260 capsule right 240s left 14 fibro.